Event description:
The customer observed an elevated advia centaur xp troponin ultra (tni-ultra) result that was questioned by the physician because it did not fit the clinical picture of the patient. The sample was repeated and the result was lower. There are no reports that treatment was altered or prescribed or adverse health consequences based on the initial elevated advia centaur troponin ultra result.

Manufacturer narrative:
The cause of the elevated advia centaur xp troponin ultra result is unknown. A siemens field service engineer went on site and performed a functional system check and cleaned the manifold and calibrated the touchscreen and performed a total service call. A precision study of troponin ultra was performed with the level 1 and level 3 controls in replicates of 10. The level 1 result was 0.089 ng/ml with a %cv of 9 and the level 3 control was 2.435 ng/ml with a %cv of 2. The system is fully functional. The customer uses a stat spin protocol. The falsely elevated sample result was the first aspiration of the sample. Preanalytical factors cannot be ruled out. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false elevated tni results, preanalytic factors leading to fibrin interference as the causative agent cannot be ruled out. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."